Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hypoglycemia as well as hyperglycemia. The customer¿s blood glucose level was 48 mg/dl, more than 500 mg/dl at the time of incident and current blood glucose was 140 mg/dl. The customer was assisted with troubleshooting. The customer was treated with bolus on insulin pump for high blood glucose level and glucose for low blood glucose level. Customer was using insulin pump system within 48 hours of reported high and low blood glucose event. The customer stated that the symptoms related to high blood glucose such as they did not feel good and legs cramp. Customer reports they did contact their health care professional regarding the high blood glucose. Customer did not allege insulin pump was under delivering. Customer stated that the insulin exists at quick release. Customer reports basal rates were programmed accurately. Customer reports bolus history displays all bolus entries based on their recollection. Customer was able to perform high pressure test at that time and insulin pump passed the high pressure test. The insulin pump will not be returned for analysis.